Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with noise over-sensing from the atrial lead causing inappropriate automatic mode switches. The over-sensing was reproducible with isometric movements. Physician planned to continue monitoring the patient. Patient was stable after the event.